Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the implantable cardioverter defibrillator had migrated down. The right ventricular lead exhibited gradual increase in pacing lead impedance and suspected to be physiologic. The device was explanted and replaced since the pocket was already opened and the device was under advisory. The patient tolerated the procedure well. No further information was reported.